Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside microcentrifuge vial. Visual inspection found a torn optic and haptic. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after insertion of a 13.2mm, micl13.2, -10.00 diopter, implantable collamer lens a tear/rip was noted on lens. There was patient contact but no patient injury. The lens was removed and replaced within the same surgery. It was reported that the problem resolved.